Event description:
The normal saline (ns) bag was hung in a pressure bag for the arterial line. The nurse noticed that the bag was leaking and replaced it with a new ns bag. There was no harm to the patient.